Event description:
Per the clinic, open circuits were noted on 16 electrodes. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted (specific date not reported). The patient was reimplanted with another cochlear device (specific date not reported).